Event description:
Pelvic abscess: a 34 year old female patient with a history of crohn's disease received 4 sheets of seprafilm in the abdominal cavity post total abdominal colectomy and ileocolic resection on 5/2/99. The patient had a temperature of 103, and an increased wbc, she complained of severe abdominal pain, nausea and vomiting. The patient was sent to the or for exploratory laparotomy, drainage of pelvic abscess and loop ileostomy. CT scan concluded a rather large fluid collection in the cul-de-sac in the pelvis, compatible with pelvic abscess from anastomotic leak, most likely at the ileorecta anastomosis. The reporter stated that the event was remote/unlikely related to the use of seprafilm. The patient has not yet recovered from this event. On 5/10/99 additional information received stated that the patient had been re-admitted to the hospital due to large stoma output. This event was also assessed as remote/unlikely related to seprafilm use. On 5/17/99 additional information received; the anastomosis was not wrapped with seprafilm. The actual application sites were right abdominal side wall, left abdominal side wall, pelvic floor, small bowel, below the abdominal wall incision and retroperitoneal surface.